Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator's (crt-d) right atrial lead impedance went high out-of-range over 3000 ohms. The patient was seen in clinic and the impedance was found to be in range at 675 ohms upon previous and last impedance measurements. No noise and no issues with capture thresholds were found. Technical services reviewed the case and discussed root cause to be spring contact issues. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator's (crt-d) right atrial lead impedance went high out-of-range over 3000 ohms. The patient was seen in clinic and the impedance was found to be in range at 675 ohms upon previous and last impedance measurements. No noise and no issues with capture thresholds were found. Technical services reviewed the case and discussed root cause to be spring contact issues. This device remains in service and no adverse patient effects were reported.